Event description:
It was reported that during preparation for a procedure when attempting to connect the copilot bleedback control valve (bbcv) device to the pressure tubing the device for use of a rhv; the copilot would not thread onto the tubing. Therefore, the copilot bbcv was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number was not provided. It is possible that the devices were not properly aligned and/or not fully connected/tightened resulting in the reported difficulties; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: the UDI is unknown due to the part/lot number was not provided.